Event description:
A medtronic representative reported the s7 stealthstation position sensor unit (psu) or camera is intermittently cycling. Once in the application, the camera will cycle with 3 beeps. The camera is still able to communicate. Internal cables have been checked. No patient was present during this event.

Manufacturer narrative:
The cable connection between the system control unit (scu) and the position sensor unit (psu) was replaced on the system at the site. After replacing the cable the system tested fully functional. The suspect cable has not been returned to the manufacturer for evaluation. The scu was also replaced on the system, but the suspect scu tested fully functional when returned to the manufacturer for evaluation.